Event description:
It was reported that the customer was having issues with the infusion set. The cannula was removed and it was slightly bent, customer concerned because he did not receive a no delivery alarm. Customer is new to insulin pump therapy. Customer is having problems with white buttons on quick-serter. The customer stated that he did not receive a no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.